Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2016 a tulip filter was placed due to history of dvt (deep vein thrombosis) , pe (pulmonary embolism) and contraindication to anticoagulation and a current diagnosis of brain metastasis and intracranial hemorrhage. On (B)(6) 2018, a CT performed to monitor metastatic melanoma showed ivc filter ¿with metallic distal aspect seen adjacent and external to the ivc¿. The patient was referred to the ir clinic, where, on (B)(6) 2018, subsequent investigation determined that the filter was protruding through the wall of the adjacent duodenum to. Filter retrieval was scheduled for (B)(6) 2018 and completed under general anesthesia without any complications. On the vena cavagram of the ivc filter prior to removal, it was found that 3 of 4 feet of the gunther tulip filter had perforated the inferior vena cava, extending 4.5 mm into the duodenum. The subject was discharged in stable condition same day. It was assessed that because any discovered non-conformances were properly dispositioned before final inspection, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. There are adequate controls in place to ensure the device was manufactured to specifications. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No images were provided, or product returned for the investigation and without any images provided or product returned it would be inappropriate to speculate what may have caused the filter to perforate the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: principal investigator. PMA/510(k): k172557 . Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) male enrolled in preserve on (B)(6) 2016. A günther-tulip¿ ivc filter by cook was placed due to a history of dvt and pe and contraindication to anticoagulation and a current diagnosis of brain metastasis and intracranial hemorrhage. On (B)(6) 2016, the subject presented at another hospital with symptoms of left lower extremity (lle) swelling and infection surrounding cranial incision. Bilateral lower extremity deep vein thrombosis was identified at this visit, but no records of us done were available. It is therefore unclear if the bilateral lower extremity dvt was new, since last the last us on (B)(6) 2016 was performed the left leg (one dvt identified) and no right leg us was done at that time. The subject had no complications arising from dvts and was discharged to home in stable condition on (B)(6) 2016. Dvt location is unknown as the subject did not receive a diagnostic u/s at the participating hospital and medical records from the other hospital were unavailable. On (B)(6) 2018, a CT performed to monitor his metastatic melanoma showed ivc filter ¿with metallic distal aspect seen adjacent and external to the ivc.¿ subject was referred to the ir clinic, where, on (B)(6) 2018, subsequent investigation determined that the filter was protruding through the wall of the adjacent duodenum to. Filter retrieval was scheduled for (B)(6) 2018 and completed under general anesthesia without event. On the venacavagram of the ivc filter prior to removal, it was found that 3 of 4 feet of the gunther tulip filter had perforated the inferior vena cava, extending 4.5 mm into the duodenum. Patient outcome: both resolved without sequelae. The subject was discharged in stable condition same day.